Event description:
Modular neck would not completely seat on the femoral stem. No harm to patient. Approximately 5 minute delay in the surgical procedure.

Manufacturer narrative:
A lot record review of omni lot 12001 was performed. There were no nonconformances noted on the product router and no deviations associated with the lot of (B)(4) implants. In addition, a review of the sterilization batch record (B)(4) did not reveal any non conformities. A review of the (B)(4) confirms that p/n (B)(4) have not been previously rejected for any reason. Product returned on (B)(4) 2012. Upon visual inspection on (B)(4) 2012. A gap was noted between the stem and the neck. As it is uncertain whether the parts were autoclaved prior to return to omni, parts are being autoclaved again. Inspection and evaluation will be conducted once autoclaving complete.